Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not grip/close/articulate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the instrument would not move properly. The jaws were not stuck closed on tissue and there was no injury to the patient. There was no visible damage to the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have bent grips, causing misalignment of the grips. There was a 0.0215¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.